Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown day in (B)(6) 2020, a patient had an epic mitral valve implanted. Three weeks later the patient reported to occupational safety and health with shortness of breath and found to be in hypoxic respiratory failure requiring intubation. Patient was transferred to the hospital where the valve was found to have failed and needed to be replaced. The device was replaced and the patient is stable.

Manufacturer narrative:
An event of shortness of breath, hypoxic respiratory failure, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.